Event description:
The customer reported a speaker failure with the system and confirmed there was no sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the device mainboard needed to be replaced to resolve the device issue. The device mainboard was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating the system displayed an error for a loudspeaker malfunction. It is unknown if the device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.